Event description:
On 10/21 while discussing with the accountant an incident where a catheter reportedly did not deflate (no pt involvement), it was mentioned there was another incident sometime in july or august where there was a pt involved. No medical treatment was required for that pt.